Manufacturer narrative:
The eversense sensor was successfully removed during the second removal attempt on (B)(6) 2019.

Event description:
On (B)(4) 2019, senseonics was made aware of an incident where the physician was unable to explant the eversense sensor on the first attempt.

Manufacturer narrative:
The eversense sensor was successfully removed during the second removal attempt on (B)(6) 2019.